Event description:
It was reported that during a spaceoar placement procedure, the patient moved unexpectedly at the point of injection, causing the needle to be withdrawn and the injection was discontinued. A magnetic resonance imaging (MRI) was requested, which revealed hydrogel between the prostate and rectum, with a small protrusion in the midline of the anterior rectal wall indicating minor infiltration. Upon reviewing the MRI, it was noted that the majority of the gel is correctly positioned, but there is an incomplete amount of hydrogel in place. At the apex, a small area (5x4mm) of hydrogel slipped below the anterior rectal wall without extending to the lumen, considered a minor patch.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.